Event description:
A hospital in (B)(6) reported to a distributor that the water feedset tube of an mr290v vented autofeed humidification chamber was damaged, causing it to leak. This was observed during use on a patient.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.